Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a failed battery test alarm. Customer's blood glucose was 280 mg/dl. During troubleshooting, the device alarmed a failed battery test alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a faulty battery tube. The pump functioned properly after unplugging and plugging the battery tube connector into a component on the interface board. Unable to perform the displacement test due to a failed battery test alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.